Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114662.

Event description:
Lead replacement. It was reported the patient experienced ineffective therapy. Diagnostics discovered one of the patient's leads had high impedance. In turn, the patient underwent surgical intervention wherein one lead was explanted to address the issue. Effective therapy was restored.